Manufacturer narrative:
(B)(6). Additional product codes for this report include hwc. The original implant procedure was performed on an unknown date. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: november 14, 2006. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal and revision procedure on (B)(6) 2016 due to a broken plate and nonunion. The original procedure to repair a right proximal humerus fracture was performed on an unknown date. During the revision, the original hardware, which included one (1) broken 3.5mm locking compression (lcp) proximal humerus plate and unknown quantity of screws, was removed. According to the surgeon, the patient's overall health was thought to have contributed to the nonunion. The patient was successfully revised to another six (6)-hole proximal humerus plate and a 3.5mm metaphyseal plate. Concomitant device(s) reported: screws (part/lot: unknown / quantity: unknown). (B)(4).

Manufacturer narrative:
A product investigation was completed: a visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed as the returned plate was received in two pieces. The plate is broken as reported. The transverse break is at the most proximal combi-hole. Normal wear/damage consistent with implantation and explantation is also observed on the returned plate. Per the technique guide, the returned 3.5mm lcp® proximal humerus plate-long 6h shaft/160mm is an implant in the 3.5mm lcp proximal humerous plates system used to address complex fractures of the proximal humerus and indicated for fractures and fracture dislocations, osteotomies and non-unions of the proximal humerus, particularly for patients with osteopenic bone. Tabulated product drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Unable to determine a definitive root cause. However, the complaint condition was most likely caused by early excessive strain by the patient. It is not likely that the design of the device contributed to this complaint. No product design issues or discrepancies were observed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.